Manufacturer narrative:
The investigation determined that a discordant vitros anti-sars-cov-2 total (cov2tot) result was obtained from a patient serum sample processed using vitros cov2tot lot 0010 on a vitros 3600 immunodiagnostic system. The serum result was discordant when compared to a vitros cov2tot result from a plasma sample from the patient. A definitive assignable cause for the discordant, non-reactive serum result could not be determined. Based on historical quality control (qc) results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0010. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. As the two samples were collected from the patient at the same time, the discordant serum result should not pose a risk to miss the diagnosis of sars-cov-2 infection in this patient. Consequently, no incremental harm was caused to this patient due to the false negative serum result. The serum result of 0.79 s/c (non-reactive), this is not a normal non-reactive result and the patient had already seroconverted based on the reactive plasma result. The patient was known to have been symptomatic for nine days prior to being tested. Edta plasma samples are known to produce higher results than corresponding serum samples for samples from patients that contain a level of antibody (patients that are seroconverting or reactive) as both the samples from this patient clearly are creating their immune response. Negative samples were not seen to produce higher edta plasma results. A definitive assignable cause of the event was not determined.

Event description:
A customer obtained a discordant vitros anti-sars-cov-2 total (cov2tot) result from a patient serum sample processed using vitros cov2tot lot 0010 on a vitros 3600 immunodiagnostic system. The serum result was discordant when compared to a reactive vitros cov2tot result from a plasma sample from the patient. Patient 1 serum result of 0.79 s/c (non-reactive) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros cov2tot serum and plasma results were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).